Event description:
During a patient use event, the user is reporting when the pads were pulled for use, the wiring detached from the pads cartridge and the device was unable to be used. The patient outcome is unknown.